Event description:
A remote alarm was returned to the manufacturer alleging it was not working properly. There was no report of patient harm or injury. The remote alarm was evaluated by the manufacturer. The complaint was confirmed. The manufacturer found the device's audible alarm was not functioning. The pcb was replaced to correct the problem. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for patient events.

Manufacturer narrative:
The manufacturer is awaiting approval of estimate.